Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Moreover, analysis did confirm the dislodgement and twiddler syndrome based on observation of a slightly twisted in lead body, likely due to twiddler's syndrome. Further, this is a type of induced damage due to due to a failure to follow instructions.

Event description:
It was reported that this right ventricular (rv) lead was partially dislodged and was coiled in the pocket due to suspected twiddler's syndrome. The lead was explanted and was replaced. The patient was then treated with intravenous medication. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was partially dislodged and was coiled in the pocket due to suspected twiddler's syndrome. The lead was explanted and was replaced. The patient was then treated with intravenous medication. No additional adverse patient effects were reported.